Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead was found to be within specification.

Event description:
It was reported that rv oversensing and episode of non-sustained lead noise were observed via merlin remote. The patient later presented to the emergency room with shortness of breath and chest pain. X-ray confirmed rv lead perforation. The lead was explanted and replaced. Patient condition is stable.